Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 502-505. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. However, occlusions continued and a replacement pump was sent to the customer to resolve the issue.